Manufacturer narrative:
(B)(4). Promus element plus mr ous 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent strut rows 4,5,6,8,9,10,13, and 14 from the proximal end of the stent are damaged and deformed. The manufacturing crimp data for this device was reviewed and no issues were noted. The maximum crimped stent profile was found to be within specification. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified mid to distal right coronary artery (rca). After pre-dilation with a non-compliant balloon catheter, a 4.00x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. A buddy wire technique was used, but still the device was unable to cross the lesion. The procedure was completed with another 4.00x20mm drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.